Event description:
It was reported that "when the device was taken out of the package it was noted that the material was broken". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the corrugated tubing was torn. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the reported complaint was confirmed. The manufacturing site reports "the tubing of the device was supplied by our supplier." A non-conformance was opened to address this issue.

Event description:
It was reported that "when the device was taken out of the package it was noted that the material was broken". No patient involvement reported.